Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The failure mode was reproduced. Inspection of the console confirmed that pbm board was in normal operation in providing voltage to purge system. Fs noted purge liquid at the purge disk, gasket of purge motor and its surrounding. Once the contamination was cleaned, the problem was not reproduced the failure mode was due to contamination around purge motor assembly. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was placed onto impella cp support due cardiomyopathy. There was an automated impella controller (aic) failure alarm during impella priming. There was an indication that the purge liquid was not detected, which were resolved by replacing internal components. No patient harm was reported.